Event description:
A customer reported receiving readings of 11.6 mmol/l, 11.1 mmol/l, and 12.8 mmol/l on their freestyle blood glucose monitor. Customer reported modifying their medication dosage based on these readings, but did not specifiy exactly what was modified. They reported feeling dizzy and shaky, and during the course of troubleshooting with adc customer service, it was identified that the customer had their meter set to mg/dl, the incorrect unit of measure. Upon product investigation, it was discovered the meter exhibited the memory overwrite malfunction.

Manufacturer narrative:
The meter has been confirmed to exhibit the memory overwrite malfunction. Customers and retailers have been informed through the adc fa16may2006 letter.